Event description:
Customer reporting a complaint on (B)(6). Medwatch complaint # (B)(6). Customer states that lot # 3173t155 was used with a patient who fell out of their chair without the alarm sounding. The product malfunctioned the customer reported. The information given is limited.

Manufacturer narrative:
H3 product is scheduled to be returned but has not been received in by manufacturer at the time of this report. Therefore, this report is based solely on the information provided by the customer. The instructions for use (IFU) were reviewed and found to provide adequate instructions and warnings for safe and effective use of the device. The IFU states that to reduce the risk of serious injury or death, test the alarm and sensor for proper operation prior to putting in service with a patient, and each time before leaving the patient unattended. If the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm or sensor if it does not activate each time weight is removed from the sensor or the sensor belt is unfastened. Never jerk or pull on the cord to remove the sensor cord plug. Doing so will damage cord wires of fall monitor. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. FDA medwatch report # 2600320000-2023-8227 / manufacturer reference file (B)(6) h3 other text : product not returned.

Event description:
Supplemental medwatch being sent for additional information.

Manufacturer narrative:
H3: the reported issue is not confirmed. The sensor pad is functional and will perform as intended when evaluated with a known working 8645 unit. The visual findings revealed that the sensor pad was not returned flat as it was folded and stuffed inside a non-posey box that is shorter diameter than the pad. Creases were observed throughout the pad as a result of folding. The pad has signs of moisture exposure as it has dried yellow residue, an unknown substance at the upper end or closer to the air relief cable access. The instructions for use (IFU) were reviewed and found to provide adequate instructions and warnings for safe and effective use of the device. The IFU states that to reduce the risk of serious injury or death, test the alarm and sensor for proper operation prior to putting in service with a patient, and each time before leaving the patient unattended. If the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm or sensor if it does not activate each time weight is removed from the sensor or the sensor belt is unfastened. Never jerk or pull on the cord to remove the sensor cord plug. Doing so will damage cord wires of fall monitor. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary at this time. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. FDA medwatch report # (B)(4) / manufacturer reference file (B)(4).

Manufacturer narrative:
H3: the reported issue is not confirmed. The sensor pad is functional and will perform as intended when evaluated with a known working 8645 unit. The visual findings revealed that the sensor pad was not returned flat as it was folded and stuffed inside a non-posey box that is shorter diameter than the pad. Creases were observed throughout the pad as a result of folding. The pad has signs of moisture exposure as it has dried yellow residue, an unknown substance at the upper end or closer to the air relief cable access. The instructions for use (IFU) were reviewed and found to provide adequate instructions and warnings for safe and effective use of the device. The IFU states that to reduce the risk of serious injury or death, test the alarm and sensor for proper operation prior to putting in service with a patient, and each time before leaving the patient unattended. If the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm or sensor if it does not activate each time weight is removed from the sensor or the sensor belt is unfastened. Never jerk or pull on the cord to remove the sensor cord plug. Doing so will damage cord wires of fall monitor. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary at this time. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. FDA medwatch report #(B)(4) or manufacturer reference file: (B)(4).

Event description:
Supplemental medwatch being sent for additional information.